Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error code 812:02 was not confirmed by baxter personnel during product evaluation. After further investigation by the quality engineers, it was determined that the error code was related to the failure 812:05. The root cause was assigned to a cascade failure of 810:11. No repairs were made for the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device has not been serviced prior to this event for the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
This is a report of a colleague infusion pump with a failure code 812:02, that could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement, injury, or medical intervention. The software for this device is currently not known. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).